Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Pka case was converted into a manual total knee because it went into too much hyperextension. The patient started out in 7 degrees of hyperextension and 6 degrees of varus. Was unable to correct any of the hyperextension after shifting the components around and tightening up the extension gap and cartilage mapping. We cut and trialed and it went into about 8-9 degrees of hyper with the 10 mm thick poly so that¿s when we had to switch to a manual total knee. Case type: pka. Surgical delay: 20 min.

Manufacturer narrative:
Reported event: an event regarding revision involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 389 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure. There were other reported events (B)(4). Conclusion: product inspection could not be completed due to no logs or session files not being available due to hospital policy, it was cited there were no robot issues.

Event description:
Pka case was converted into a manual total knee because it went into too much hyperextension. The patient started out in 7 degrees of hyperextension and 6 degrees of varus. Was unable to correct any of the hyperextension after shifting the components around and tightening up the extension gap and cartilage mapping. We cut and trialed and it went into about 8-9 degrees of hyper with the 10mm thick poly so that¿s when we had to switch to a manual total knee. Case type: pka. Surgical delay: 20 min.